Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the coupler would not attach to the drill bit." There was a back-up available in the tray.